Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide was selected for use in a patient for the endovascular treatment of an unknown aortic disease. It was reported that the device box was found empty, there were no guide inside the product box. When the box was opened box in the operation room, there was no device inside. The device box was fully closed before opening, so it is clear that device was missing. It was confirmed that the end seals (the clear tape on each end of the box) were both intact and no previous similar issues have been seen with their distributor medic. The event is device related. No clinical sequelae were reported and the patient is fine.